Event description:
It was reported that following "bilateral" trabecular microbypass stent system procedures (ou), the patient presented a few weeks postop with descemet''s fold associated with visual acuity loss (ou). Per report, surgery was performed first on the left eye, and then on the right eye on separate days with one (1) stent implanted (os), and two (2) stents implanted (od), and that the visual acuity loss was observed in the same order. Per report, the patient was treated with medication, and the surgeon plans to perform a post-op gonioscopy examination and patch test. The report noted that the patient is being monitored with the visual acuity "improving". Additional information has been requested. This report references the report of descemet''s fold and visual acuity loss in the left eye (os).

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision and corneal complication are known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Reference report 2032546-2024-00041 for the report of descemet''s fold and visual acuity loss in the right eye (od).

Manufacturer narrative:
Additional information: b5, b6, g3, g4. Of note: the additional information received through follow-up was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the patient was treated with medication, and was referred to a different physician for monitoring. Reportedly, the patient's visual acuity (va) in both operative eyes (ou) has improved with no inflammation and "good" intraocular pressure (iop). The report noted that the physician believes that the stent is not the cause of the event. This report references the report of descemet''s fold and visual acuity loss in the left eye (os).